Event description:
On (B)(6) 2006, the dialyzer ((B)(4)) was used for hemodialysis (hd). Five to ten minutes after start of treatment, blood pressure decreased (systolic blood pressure: 160 = 72 mmhg). Additionally vomiting and predictive symptoms of slight convulsion occurred. After the onset of blood pressure decreased, physiological saline 500 ml was administered. Then blood pressure started to recover gradually. With additional 300 ml of physiological saline, blood pressure became normal.

Manufacturer narrative:
This incident occurred in (B)(6) and is reported to FDA according to the requirement. Aps-21ua is identical model to rexeed-21u marketed in us. The used device could not be analyzed because it was discarded by the user facility. So we reviewed manufacturing records, quality records of lot# r63r3w. As a result, no abnormality was found in records. (B)(4) of this lot# r63r3w were distributed to the medical facilities and no similar event using this lot# r63r3w was reported globally. The symptoms observed in the events are considered to be a dialyzer reaction. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well-defined adverse reactions of unknown cause. "Handbook of dialysis 4th ed." John t daugirdas et. Al., lippincott, williams and wilkins, 2006.